Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial high rate episodes were noted and it appears that there is intermittent under-sensing on the atrial lead possibly leading to false mode switch termination atrial sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.